Event description:
During routine drainage in the office, the pleurx valve completely popped out of catheter. Catheter converted. No patient impact.

Manufacturer narrative:
(B)(4). The following sample analysis was completed: the end of the catheter that had separated from the valve was examined. It appeared there was silicone adhesive present on the edges of the tubing which appears as a "fringe." The returned sample was consistent with a catheter and valve that had been bonded together in manufacturing. The valve was examined for possible defects. No abnormalities were identified. In an attempt to recreate the failure in a "worst case" setting, a catheter tube was assembled to a valve without adhesive. A blue emergency clamp was applied to the catheter directly below the valve to simulate a clog happening at that point. A drainage line was connected to the valve. A stopcock was connected to the male luer on the drainage line and a 10 ml syringe with plunger at the 10 ml mark was connected. The plunger was then depressed and a large amount of force applied. The plunger was fully depressed and released several times. Although swelling could be seen in the drainage line tube, the valve did not disconnect from the valve. This simulation was far worst case because the catheter tubing and valve were not bonded and the clog was simulated to be directly below the valve. However, even in this worst case scenario the valve did not disconnect. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. I addition, the investigation was not able to identify a probable root cause for the reported failure mode since no lot information was provided for review and the evaluation of the complaint sample did not identify any contributors to the reported failure mode. Likewise, a review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. No corrective actions are indicated since no probable root cause was identified. As a preventive action, all applicable manufacturing and quality personnel have been notified of this complaint and the reported failure mode to ensure awareness. Likewise, this complaint will be tracked/trended as part of the complaint process.

Manufacturer narrative:
(B)(4). If further information becomes available, a follow up emdr will be submitted.